Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced infection at the implant site. Subsequently, the patient was treated with oral, topical and IV antibiotics (specific date and duration not reported) until infection resolved.